Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) have a blank screen on the user control panel was not observed during the functional testing. The lcd was readable; however, the lcd displayed no backlight upon powering on. The root cause was due to the defective lcd, as a result of normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in april 2011 and is 10 years old, well past beyond the expected service life of 5 years. Visual inspection was performed, and no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. However, lcd displayed no backlight upon power up and the issue was related to the lcd being defective . Lcd was replaced to remedy the issue. During run-in test using the 95% patient large resuscitation test fixture (lrtf), not related to the reported complaint, the platform stopped compression repeatedly due to user advisory (ua) 17 (compression tracking error) error message. The root cause was due to a defective drivetrain likely caused by wear and tear. The drive train was replaced to remedy ua 17. During service, unrelated to the reported complaint, noticed multiple cracks on the bottom enclosure, likely caused by user mishandling. The bottom enclosure was replaced to address the observed damage. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) was observed with a blank screen. The user performed troubleshooting by using different autopulse li-ion batteries however, issue still occurred. No patient involvement.